Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial report with MFR report # 0003015876-2025-01167 and stryker reference# (B)(4), submitted on 06/10/2025, was submitted in error. This report was found to be a duplicate of the initial report with MFR report # 0003015876-2025-01157 and stryker reference# (B)(4), submitted on 06/06/2025.